Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a healthcare professional (hcp) who was doing an MRI that the patient indicated the ins was explanted on (B)(6) 2018 due to malfunction and just the lead was left in. An unknown MRI tech informed the patient to have the device explanted. The caller reported the ins had been non-functional. There were no symptoms reported and there were no further complications reported/anticipated.